Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter mushroomed. No patient injury reported, however the patient allegedly experienced pain and self-limited bleeding. The technique used to remove the catheter is unknown.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The device was not returned.

Event description:
It was reported that the catheter mushroomed. No patient injury reported, however the patient allegedly experienced pain and self-limited bleeding. The technique used to remove the catheter is unknown. Per additional information from the medwatch: the catheter seemed to "stick" at the end of the patient's penis while being removed by the clinical staff after the balloon had been deflated. The nurse was able to manipulate the catheter and remove it. The process was painful for the patient who experienced bleeding from the urethra which was quickly controlled. The nurse inspected the catheter after removal and noted the presence of a "cuff" in the area of the deflated balloon. The reason for the catheter was urinary retention. Per additional information: the catheter was placed on (B)(6) 2017 by the emergency department. It was removed on (B)(6) 2017 by urology.